Event description:
During a thoracotomy procedure the second firing of the device produced malformed staples. A like device was used to complete the procedure. There was no consequence to the patient.